Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted: (B)(6) 2006, dtma1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance values. The pacing portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.